Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2367 during drain 4 of 4 the previous night on the home choice (hc). The technical service representative (tsr) reviewed the alarm log and there was no other previous alarm the home patient (hp) would call back if the alarm repeated. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2367 and the root cause is undetermined, the sample was not returned for evaluation, and a batch review was not performed to confirm the problem. The cause could not be identified because there is not enough information in the event description to determine an assignable cause code.